Event description:
The patient contacted animas on (B)(6) 2012, stating the down arrow keypad button was unresponsive. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported because of the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/19/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: a visual inspection of the pump showed that the pump was intact with no damage. During testing, all the keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under the key contacts. Unrelated to the initial complaint, the display screen was dim and discolored.